Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with 2+ diffuse lamellar keratitis in the right eye one day post lasik. An oral steroid was prescribed and the topical steroid eye drop was increased. Additional information received states the diffuse lamellar keratitis resolved.